Event description:
It was reported that an access extension set experienced a leak of an unknown biologic. The reporter stated that the location of the leak was at the connection between the extension set and needle. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.